Manufacturer narrative:
The device was returned to the manufacturer and a quality investigation is anticipated. A follow-up report will be filed when the investigation is complete.

Event description:
It was reported that the handpiece heated up during testing. There was no pt involvement and no user injuries or adverse consequences were reported.